Manufacturer narrative:
H2) correction: the annex f code, f08, submitted in the additional codes section was included on the initial regulatory report # 1723170-2025-03380, but was reported in error and should not have been included based on the event information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. Logs and archives were reviewed. 6 o-arm spins were taken during this session. Spin 1 was taken using small passive frame while others were obtained using stealth air spine frame. Mr8, navlock and passive planar instruments were navigated. Registration transforms (between o-arm tracker and spine air frame) for each of the 5 spins (taken with stealth air frame) were found to be nearly same. User navigated for long time using o-arm second spin with all those instruments. It could not be known with log analysis if inaccuracy was observed with specific instrument or specific o-arm exam used. As per (B)(4) instructions for use (IFU), user need to periodically verify the accuracy and confirm that the locations identified on the images match the locations touched on the patient with any instrument navigation. Since it was spine procedure, logs did not reveal whether user verified the registration by touching known anatomical points. Archive had 6 o-arm exams. O-arm 1 could be loaded with small passive frame while others were loaded with stealth air spine frame. O-arm 2 did not have any screws placed. O-arm 3 had 4 screws placed on one side of the spine. -> 4 screws were placed using o-arm 2 exam. O-arm 4 included 8 screws, 4 on each side of the spine. -> another 4 screws were placed using o-arm 3 exam. O-arm 5 and o-arm 6 exams also included 8 screws placed (looks like post-operative exams). One screw placement was found to be different between o-arm 4 (first post screw placement) and o-arm 5(second post screw placement) exams. Another screw placement was found to be different between o-arm 5(second post screw placement) and o-arm 6 exams(third post screw placement). The placement of screws between o-arm 4 and o-arm 6 exams were found to be different especially the top two screws on the left side while all other implants were in the same position. Suspected inaccuracy was observed only with those 2 implants. But the cause of the inaccuracy could not be known with archive analysis too. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: (B)(4), h3, h6: no products have been evaluated by medtronic personnel. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the accuracy "was off by a lot throughout the whole case." It was noted that the same system was used for the whole case. The caller did not know which of their two navigation systems were used for this case, but their other system was used the next day without complaint. It was reported that the patient was impacted by the "screws didn't go where they needed to go." No other details were available at time of call. There was an hour or longer surgical delay.

Manufacturer narrative:
Wo: h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed no issues and the system passed tests. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.